Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. H2) additional information: d10 concomitant products updated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that both of the patient's pumps was giving a high-pressure alarm. Per reporter, the patient has been without veletri for about 2 hours. This was a continuous infusion, intravenous, 1.5mg/vl. The set flow rate and volume delivered were unknown. The position of the pump when the alarm occurred is unknown. Per reporter, medical intervention was provided to the patient at the emergency room. The pharmacy did not replace the product. The patient did not have a backup product they were able to switch to. The patient was not able to successfully continue her therapy.